Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. It was noted that the implanted cardiac monitor exhibited t-wave oversensing leading to false atrial fibrillation and tachy episodes. Programming changes were made and the sensing was noted to be appropriate. The patient was doing fine before, during and after the programming changes and will continue to be monitored.